Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. Di not available as product was manufactured on or before september 23, 2014

Event description:
It was reported that the patient presented for device change procedure on (B)(6) 2018. When the physician attempted to disconnect the right ventricular lead from the pulse generator, the set screw appeared to be stripped. The physician tugged on the lead and the insulation snapped around the lead, it appeared that the lead was just wire where the insulation broke. The lead was capped and replaced. The patient was stable during and post procedure.

Manufacturer narrative:
A partial lead returned in one piece measuring 7.0cm from the connector pin. Visual inspection of the connector portion of lead inner coil found no anomalies with the exception of damage consistent with procedural damage. Analysis was normal. No anomalies were found.